Manufacturer narrative:
Being investigated.

Event description:
The physician claims that the graft was implanted in 1990 for an abdominal aortic aneurysm procedure. Following that procedure (period of time not reported), a dissection aneurysm occurred, requiring replacement of the original implanted graft. The MFR believes the report to indicate the dissection aneurysm may have occurred within the graft (pseudoaneurysm). There were no complications reported for the pt. The pt's post-operative condition is reported as good.